Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2016 was used as the event date, based on the event comment of (B)(6) 2016. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Procedure summary: it was reported boston scientific corporation on november 1, 2019 that spaceoar was implanted during a spaceoar placement procedure performed in march of 2016. Event summary: according to the complainant, the patient felt discomfort twenty four hours post spaceoar placement. A rectal exam was performed and spaceoar gel was noted to be present in the rectum. A colonoscopy confirmed that there was no harm noted in the rectal wall. The physicians believes that the needle was misplaced before hydrogel injection. Patient outcome information there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.